Event description:
The customer states that erratic results are being generated on the aeroset analyzer. The customer gave the general example of patient phosphorus assay results initially reading 1.8 mg/dl and retesting at 3.8 mg/dl. Controls were within specifications earlier in the day. The customer requested a service call. There is no impact to pt management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to inspect the customer's instrument and found all b-line nozzles were severely clogged. The b-line nozzles were cleared and start-up and controls were performed to verify system performance. No further follow-up or parts were needed. Subsequent instrument operations were acceptable. The customer's issue is addressed in the aeroset phosphorus reagent package insert (specimen collection and handling) and the aeroset system operations manual (p/n 200154-101: november 2004) in section 7 - operational precautions and limitations, in section 9 - service and maintenance under "overview", and in section 10 - troubleshooting and diagnostics, under observed problems and error log messages. This is a final report.